Event description:
Event date is unk, although it was reported to have occurred about two weeks prior to the date the event was reported to boston scientific corp. Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-05666 for the associated device report. It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure (pt is over 18 yrs old). According to the complainant, when an attempt was made to clip the lesion, the clip would not come off the catheter. A second was used with the same result. The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).